Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1 (initial reporter): the other physician is: dr. (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (adapter ring only) was analyzed, and a visual evaluation noted that it was detached and damaged. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since only the adapter ring was returned. Upon analysis of the returned component, the adapter ring was detached and damaged. It is possible that the manipulation or the technique used at the time to interact with the device along with the patient anatomy could have affected the device functionality; however, since the device was returned incomplete, critical components needed to perform the analysis are not available for analysis, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an upper digestive endoscopy for elastic ligature procedure. The exact procedure date was unknown. During the procedure, after the handle was rotated, the first and the second bands did not deploy. When the physician attempted to deploy the third band, it just intertwined with the first two bands, which led to the deformity of the tip of the endoscope. The physician "interrupted the procedure." There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. The event may suggest that the procedure was aborted/cancelled.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1 (initial reporter): the other physician is: dr. (B)(6). Phone: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an upper digestive endoscopy for elastic ligature procedure. The exact procedure date was unknown. During the procedure, after the handle was rotated, the first and the second bands did not deploy. When the physician attempted to deploy the third band, it just intertwined with the first two bands, which led to the deformity of the tip of the endoscope. The physician "interrupted the procedure." There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.